Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 16 synergy ii drug eluting stent was selected for use, the technician pulled the stylet and the stent protector off of the stent delivery system (sds) and advanced the device into the body. However, the stent was not seen and when they looked on the back table, it was noted that the stent was still on the stylet. The sds was removed and the procedure was completed with another 3.50 x 16 synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system, the stent was damaged along its entire length with stent struts stretched, and deformed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. A stent protector inner diameter that was returned for analysis was measured and was within the specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent detachment occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted. The balloon folds were relaxed. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 16 synergy ii drug eluting stent was selected for use, the technician pulled the stylet and the stent protector off of the stent delivery system (sds) and advanced the device into the body. However, the stent was not seen and when they looked on the back table, it was noted that the stent was still on the stylet. The sds was removed and the procedure was completed with another 3.50 x 16 synergy stent. No patient complications were reported and the patient's status was fine.